Manufacturer narrative:
The episode was reviewed and the shock was confirmed to be inappropriate. The device had detected several fast beats and noise due to clipping of the r-waves, as the r-wave amplitudes were greater than 3.6mv. This caused the device to lower the baseline to see the r-wave peak, which resulted in double-counting/oversensing. Post-shock, the baseline was back to normal as the automatic gain control was reset and the r-wave amplitude returned to 2mv. Only one episode had been recorded, indicating something particular was happening at the time of the episode that caused the morphology change. Troubleshooting could include testing in various postures or at higher heart rates to reproduce the morphology change.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock back in (B)(6) 2015. The shock impedance was normal. The rate was 170 bpm and the shock zone was programmed at 240 bpm, so the physician questioned why the device delivered a shock. The device data was submitted to technical services for review. No adverse patient effects were reported.